Manufacturer narrative:
Siemens filed MDR 1219913-2021-00317 initial report on 17-may-2021 for a discordant, falsely elevated atellica im high-sensitivity troponin I (tnih) result obtained on a patient sample. On 18-may-2021: additional information: the customer observed reproducibly elevated atellica im high-sensitivity troponin I (tnih) results on a patient. The troponin results from an alternate troponin method were low/normal. Quality control (qc) was in range at the time of the incident and there were no other patient samples affected indicating this is a possible sample/patient specific issue. The alternate method used to test this patient's samples was troponin t (tnt). This is a different method than the atellica im high-sensitivity troponin I (tnih) which is a troponin I method. There is no claim that these methods will be concordant as they have specific binding to different parts of the troponin molecule and show different recovery. There was no additional sample remaining to send to siemens for evaluation, therefore an interfering substance cannot be ruled out as a contributing factor. Immunoassays are subject to a number of interferences including those caused by endogenous antibodies. Interference can occur because of heterophile antibodies, anti-animal antibodies and auto antibodies. Patients exposed to animals or animal serum products can be prone to this interference and anomalous values may be observed. The interfering antibodies can give rise to a falsely high or less commonly a falsely low result. The laboratory procedures generally used to identify the presence of interfering antibody are serial dilutions to demonstrate a nonlinear response or treatment with a heterophile binding tube. An potential interferent may not necessarily be due to an interfering antibody but may be due to other exogenous interferences such as drugs, nutritional supplements and/or herbal medicine in the blood. Based on the information provided, siemens cannot rule out a cardiac or non-cardiac issue causing an elevation in troponin in the absence of myocardial infarct. A product performance issue was not observed. The customer is operational. The instructions for use (IFU) states under the summary and explanation section: "troponin values must be used in the context of the patient clinical presentation. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of ami. The demonstration of a temporal rise and fall in troponin is needed to distinguish ami from troponin elevations associated with non-ami conditions, such as renal failure, arrhythmias, pulmonary embolism, chronic renal disease, myocarditis, and cardiotoxicity." The assay is performing within specifications. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated. MDR 1219913-2021-00315 supplemental report 1, MDR 1219913-2021-00316 supplemental report 1 and MDR 1219913-2021-00318 supplemental report 1 were filed for the same patient.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report discordant, falsely elevated atellica im high- sensitivity troponin I (tnih) results on the same patient. Siemens is investigating the event. The instructions for use (IFU) states under the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." MDR 1219913-2021-00315, MDR 1219913-2021-00316 and MDR 1219913-2021-00318 were filed for the same patient and event.

Event description:
A discordant, falsely elevated atellica im high-sensitivity troponin I (tnih) result was obtained on a patient and the reported result was questioned by the physician. The patient was transferred to an alternate hospital for cardiac examination. A new blood sample was taken, measured on an alternate troponin t (tnt) method, resulting lower. The patient was transferred back to the original hospital, a new blood sample was taken and measured on the atellica im system for tnih, resulting high. Another blood sample was taken several hours later, measured on the same atellica im system, resulting high. At the same time, the sample was sent to the alternate hospital, measured on the same alternate troponin t (tnt) method, resulting lower. The lower troponin t (tnt) results agreed with the patient's clinical picture. There are no reports of adverse health consequences due to the discordant, falsely elevated atellica im high-sensitivity troponin I (tnih) results.